Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was introduced into the left atrium (la) and the clip delivery system (cds) inserted into the sgc. Air bubbles were noted in the sgc distal to the hemostasis valve. The cds was removed and the air aspirated with a syringe. The cds was introduced again but the same issue occurred. The sgc was removed and replaced with a new one and the same cds reinserted but the same issue occurred, air was noted. It was noted the clip introducer was causing the air. Aspiration was performed and the cds was removed and replaced with a new one to complete the procedure, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak and observed a tear on the silicone valve inside the clip introducer. A review of the lot history record revealed no manufacturing issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the observed tear could not be determined. The reported leak was due to the observed tear on silicon valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.